Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 8-sep-2015, an fse visited the customer site and found that the c-clamp was loose causing that the cup presence sensor to fall off of the cup pick up assembly. He replaced the c-clamp and performed the cup transfer test under service diagnostic. He also cleaned the incubator and tested the instrument with passing results. The instrument was working as intended. No further actions were required by field service. The most probable cause of the reported event was a failure of the cup presence sensor.

Event description:
On (B)(6) 2015, a customer reported obtaining incubator position error and c-transfer error with their aia-900 analyzer. The customer was unable to run prl patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of prl patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.